Event description:
This lead was explanted and replaced due to high impedance.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 45 cm proximal to the lead tip. Only the distal lead fragment was returned for analysis. The analysis revealed multiple extraction damages. Both shock coils were severely deformed indicating tensile forces applied during the extraction procedure. Furthermore tissue residuals were noted on the lead body, in particular around the distal lead fragment. The lead body was torn up in several positions in which the conductor cable to the ring electrode was found pulled out. These findings indicate a significant ingrowth of the lead. Moreover approx. 2 cm proximal to the lead tip the conductor cable to the ring electrode was found fractured. This damage can be considered as the root cause of the clinical observations. The characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. Based on the extent of the extraction damages, it cannot be excluded that an increased ingrowth affected the leads motion. Diagnostic images clarifying this assumption were not available. Apart from the above mentioned fracture of the conductor cable to the ring electrode, no further peculiarities were noted during the electrical analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.